Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they were not receiving their desired symptom relief. The patient reported they have had to wear pads because their device had not been effective. The patient stated that their symptom relief has gradually declined, and that as of now their symptoms are a nightmare and they can't get to the bathroom on time. Patient noted that they get about 40% symptom relief, and they still had to wear adult pull ups. Patient reported that they have tried multiple programs, but none of them have worked. Patient mentioned that they have been trying to change programs more frequently to find one that works. Patient reported that they switched programs this morning. Agent redirected patient back to hcp, patient will continue to track symptoms. Patient also reported that their handset has been slow to charge. Patient reported that it takes about 5 hours for their handset to charge to 50%. Patient will stated they will call back when they are home for a replacement because they are out of town for a month. Patient services reviewed programing expectations. See rtg0595468 for reports of device revision. [See pe 706613988 regarding explant and lack of relief with previous device]. 2024-06-13 rtg0595454, patltr (con): additional information was received from the patient. The patient called back regarding handset issue. Caller was transferred to hcit and then back from hcit and reported that nothing had worked as well as the trial. The caller reported that when they changed programs they increase to sensation and got slight relief for the first days, but then it went away and they increase again, eventually changing programs. Reviewed amplitude settings and impact on longevity. The caller asked about how many custom programs they can have at once and if they can be changed. Reviewed 4 custom that can be changed. Patient called back on 2024-jun-14 asking how to swap over program data from their old handset to their new handset. Agent provided clarification and reviewed expectations. On 2024-jun-19 they reported that they'd tried nearly 10 programs and still had to wear depends. They were hoping to be able to wear panties and pads. [See pe 706613988 regarding the comments about the first system, imaging done (they thoug ht it was an ultrasound) to determine that one electrode was out of position, and then another one was out of position so they went in surgically to "clean it up" and change leads]. 2024-jul-01 patltr (con): additional information was received from a patient. It was reported that the implant was removed, the lead replaced and re-implanted april 2024.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.